Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose (bg) level of over 600 mg/dl. Customer was treated with intravenous insulin and fluids, and did not sustain any permanent damage. At the time of the report with tandem technical support, the customer was still admitted to the hospital. Reportedly, the continuous glucose monitor was not turned on and the customer did not use a bg meter to manage diabetes. In addition, the customer received a power source alert after plugging the pump into a power source to charge. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. Customer declined further troubleshooting and follow up from tandem technical support.